Event description:
It was reported that this lead was explanted due to oversensing with inappropriate shocks and suspicion of lead breakage approx. 22 months after the implantation. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found squeezed and damaged 36 cm distal to the df4 connector pin, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock therapy. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular rib entrapment. Furthermore, the fixation helix was found stretched and bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.